Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device an increased airstream temperature (high temperature alarm) was observed in the device's error log. The alarm condition appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted.